Manufacturer narrative:
This report is submitted on june 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient developed a staphylococcus aureus infection at the implant site. Subsequently, the patient was treated with oral antibiotics for a duration of ten days (date not reported).